Event description:
A malfunction was reported with the pump, displaying a malfunction code of malf 0. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue arose again, which the customer acknowledged and understood.